Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2018; 6935m62 lead, implanted: (B)(6) 2018, 5867-3m adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the first wound check the patient reported having strong heart beats and feeling their belly pulsate. It was noted the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed. The following visit the patient reported experiencing intermittent episodes of diaphragmatic stimulation and strong heat beats. A chest x-ray showed no changes in lead position. The lv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.